Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the device was explanted on (B)(6) 2025 due to need for an MRI scan. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct explantation surgery date is (B)(6) 2025, not (B)(6) 2025 as previously reported. Device analysis report attached.